Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text: device not returned.

Event description:
It was reported, that insulin drips were not observed to be exiting the infusion set tubing, during the load fill process. Reportedly, the customer was using cold insulin and not performing the air removal step. Tandem technical support, educated the customer that using cold insulin and not performing the air removal step is off label, per the tandem user guide. Customer¿s blood glucose (bg) level was "high". Although, specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.